Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (lot# n4k1663y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively to the sleeve gastrectomy the patient had an anastomotic leakage. When the surgeon opened the patient, the surgeon noticed that all the staple line was opened with staples placed in a disorderly manner. Additional surgery was required one week after the first one. It was noted that the surgeon used two reloads in the operation. The patient was re-admitted to the hospital.